Event description:
It was reported that the lens was too rigid to fold during preparation for use. The lens was not used.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.